Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient said they are constantly voiding and cannot sleep. They cannot void and has a burning/stinging and believes they have a urinary tract infection (uti).